Event description:
It was reported that patient underwent partial left knee arthroplasty in 2007. Subsequently, patient had a collapsed medial tibial plateau and was revised four days later, to remove and replace the components to a total knee.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.